Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an atrial lead warning was noted. The bipolar impedance and unipolar impedance has appeared normal since the lead warning. It was also noted that the patient complained of chest discomfort. The next month lead was removed and replaced. No patient complications have been reported as a result of this event.